Event description:
The customer reported via phone call that there was damage to the insulin pump. Customer stated there was a tiny crack on the side of the insulin pump. It was also found the insulin pump's screen was foggy. The customer stated there was fluid under the lcd display. Customer reported the insulin pump was not dropped or bumped. Customer's blood glucose was 117 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer also reported little pieces of plastic would fall off from the insulin pump when the reservoir was changed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump was received with cracked case at the display window corners, reservoir tube lip, battery tube threads, minor scratched display window and missing end cap sticker.